Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion and restart alarms on an ilet pump over two days, resulting in failure to infuse insulin until the user changed to new infusion supplies and a new infusion site, after which the issue resolved. Symptoms included hyperglycemia with a reported blood glucose of 305 mg/dl, vomiting, and malaise. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user, including a successful dry run without supplies and subsequent successful operation after replacing the infusion set and site. Investigation of this case revealed a device alarm condition consistent with failure to infuse and a motor stall, associated with the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.